Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was taken to the emergency room with a low blood glucose reading of 30 mg/dl. The mother stated that the customer was upset, and threw the insulin pump across the room, causing the case to crack at the reservoir compartment. Advised the mother that the insulin pump would be replaced. Nothing further was reported.